Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas would not power on during training, consistent with a device key or touchscreen not responding, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with the unresponsive input interface and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.